Event description:
According to the reporter, during trocar placement in a robotic laparoscopic cystectomy procedure, the trocar seal was damaged. The cannula was too narrow and neither the stapler nor the trocar fit. A new device was used to complete the procedure with no issues.the patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted that the expandable sleeve of device one was broken. The obturator, cannula, circular and envelope seals appeared intact. The visual inspection of the returned product noted that the expandable sleeve of device two was broken. The obturator, cannula, circular and envelope seals appeared intact. The visual inspection of the returned product noted that the expandable sleeve of device three and the obturator, cannula, circular and envelope seals appeared intact. Pmv performed functional testing of device one passed an air leak test. Pmv performed functional testing of device two passed an air leak test. Pmv performed functional testing of device three; it failed an air leak test. The device was received with the obturator inserted into the cannula. Prolonged insertion of the obturator into the cannula stretches the envelope seal. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the gouged cannula may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during trocar placement in a robotic laparoscopic cystectomy procedure, the trocar seal was damaged. The cannula was too narrow and neither the stapler nor the trocar fit. A new device was used to complete the procedure with no issues.the patient is alive with no injury.